Event description:
The customer reported the ventilator restarted during testing. The customer reported the ventilator was not in use on a pt, therefore there was no pt involvement or reported harm. There was no info provided regarding alarms. The respironics service tech was unable to duplicate the reported problem. The service tech reported a diagnostic code in log history indicating that a vent restart occurred. The service tech installed a current revision of software as a precautionary measure. Performance verification testing was completed and all tests passed per operating specs.